Event description:
During a code blue on night shift, a chip was found on the end of the gvl and then the gvl cracked at the seam at the tip of the gvl and broke in half. User is not sure if the blade broke prior to, or during the procedure. User states that pt passed away. The pt didn't die due to any injuries caused by the gvl break.